Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. The customer tested a patient sample on the alinity m sars-cov-2 assay and received a positive result. A second test was performed which generated a negative result. The customer reported there was no adverse impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The reviewed run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displayed a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 is performing outside of established design performance specifications according to the amplification curves. Customer picture review: review of the customer returned photo (1 total) was performed. Based on the customer provided photo, the customer observations for false positive reuslts could not be verified by this review. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 and its components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 520216. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216. Ten tickets were identified that were related to this issue and lot; however, eight of these were confirmed for a potential risk of amp tray carryover, which is not a lot specific event. The two additional tickets are under investigation and will be independently dispositioned. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 was not identified.